Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.5, lab: 2.1. Date: (B)(6) 2011, >7.5, -. Pt has been testing on meter for 2-3 years and has not had any issues with results until 10/26/2011. Pt's therapeutic range is unk, but pt is usually around 2.0 inr.

Manufacturer narrative:
Investigation pending.